Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be inserted into an introducer. The rv lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.